Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 38 indicating a motor stall that persisted after multiple restarts, and a replacement device was provided while blood glucose remained unaffected. Symptoms included no reported adverse clinical effects. Outcomes included continued insulin therapy via replacement and the ability to continue cgm use with the dexcom app or receiver. Investigation included customer troubleshooting guidance, instructions to shut down the device, data sync to the mobile app prior to return, and return of the original device for assessment. Investigation of this case revealed a consecutive motor stall consistent with a pump motor malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure of the pump motor.